Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in therapy during night drain cycle four. The patient's ultrafiltration reading was 1104ml, which indicates that the home patient (hp) drained 1104ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned to baxter and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. However, the cause could not be determined. If any additional relevant information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(6). If additional relevant information is received a follow-up will be submitted.